Event description:
Device malfunction: none. Symptoms/ae: stroke-death. Time of symptoms/ae: 1 day post procedure. It was reported that 1 day after a stenting procedure of the ric, the patient had a stroke and expired. It was noted that the procedure was technically difficult and the entire proximal part of the ric was markedly irregular and ulcerative. In addition, the patient "reacted violently to balloon inflations" and reportedly had to be held down at times during the procedure. At the end of the procedure, however, 2 stents were placed successfully, and the patient showed no evidence of additional neurological deficit from baseline. The morning after the procedure, the patient sustained an acute right hemispheric stroke with resultant left hemiparesis. After the patient had the stroke, he was seen for a neurological assessment. It was reported that the patient was flaccid in all extremeties and his reflexes were diminished, to trace , to absence. The neurologist noted that he could not perform a cerebellar examination due to the pt being essentially totally unresponsive. The pt's prognosis was poor and the situation was discussed with his wife. She desired him to not be coded and have no life-support. The pt expired within several hours of the stroke. A CT head scan was not done prior to his death, but the physician suspected a right intracerebral hemorrhage. There were no device performance issues. No add'l info was available.

Manufacturer narrative:
The second rx acculink carotid stent system, part #1011340-30, lot #6051751 is being filed under the same manufacturer report number.